Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer reported that she had high blood glucose levels of 26 mmol/l. It was reported that the customer treated herself with a manual injection. It was reported that the customer's current blood glucose level was 18 mmol/l. The customer reported that she also bolused with insulin pump and woke up later this morning. It was reported that the customer checked the connection and found that it was not clicked in all the way. Product is not expected to return for analysis. Additional device related incidents : infusion set (B)(4); reservoir(B)(4).